Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch communication has been interrupted. Upon functional analysis, fse found the wi-fi (led) indicator was flashing red and the color of the battery indicator was red. The fse has verified that the problem was with the base station startup failure, which was resolved temporarily after restarting. The cause of the failure of the wireless base station could not be conclusively determined by the supplier part analysis. However, to resolve the issue permanently, fse replaced the wfs base station, and the system was returned to good working condition. The codes were updated based on the investigation outcome.